Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the information on cleaning, disinfection, and sterilization process. There was no patient infection. No deviation, deficiencies or concerns in reprocessing. The automated endoscope reprocessor (aer) used was etd4 (endothermo disinfector) with olympus detergent and endodis disinfectant. No defects on endoscope washer disinfector validation of aer. All channels connected with tubes when the endoscope was set up with aer. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled, the water filter was periodically replaced according to the instruction for use (IFU). The device was dried, wiped with clean towel/paper and was blown by filtered compressed air. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The device was quarantined after the positive culture observed. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 2024/02/06. Sampling from: all channels. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Review of the cleaning disinfection and sterilization practices (cds) provided by the customer found no deviations from the device IFU. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.